Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted related to the pump performance.. However, the contact reported the customers blood glucose level to be 90 mg/dl. The contact stated that this bg level was normal for the customer and due to average level of activity. It was confirm that the customers (bg) level was not related to the pump performance. It was indicated that the customer had manual injections available for alternate insulin therapy.